Event description:
The customer reported a noise occurred while the device was functioning. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
The field service engineer (fse) confirmed the reported failure by an internal check. The fse found the vibration dampening ring was attached to the rubber boot connecting blower, and the air outlet port was resonating due to vibration caused by the blower. The fse repositioned the vibration dampening ring, and then the issue was resolved. The unit was tested, and it was returned to service.